Event description:
It was reported that a customer's pump had a cracked touchscreen leading to a black display. There was no information available regarding the impact on the customer's blood glucose level. A replacement pump was sent.